Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left thoracic artery (ita) using ruby coils, lantern delivery microcatheter (lantern), and non-penumbra angio catheter. During the procedure, the physician advanced the lantern into the distal portion of the aneurysm. Next, while advancing a ruby coil through the middle of the lantern, the physician experienced resistance; therefore, the ruby coil was retracted, and the lantern was removed. The procedure was completed using a new lantern, the same ruby coil and additional ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern was kinked approximately 33.5 cm and 34.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed kinks on its mid-shaft. If the device is forcefully advanced against resistance, damage such as this may occur. This damage likely contributed to the difficulty advancing the ruby coil through the lantern during the procedure. During functional testing, a test mandrel was unable to be advanced through the lantern due to the kinks. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.